Event description:
In august of 2022 I received a dream station 2 model dsx520t11c serial number (B)(6) from philips as a replacement for a previous dream station continuous positive airway pressure that was recalled by philips. My registration confirmation number for the original recall was (B)(4). Within six months of using this new CPAP machine I began to notice a strong smell of burning plastic. I determined that it was caused by the humidifier option so I turned that feature off. This week I read that this model of dream station may be prone to catching fire and that I should report my issue to you. I have also submitted a request to philips support for assistance. Please let me know if you need additional information.thank you, (B)(6).